Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. (B)(6). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with dianeal therapy was unknown. No additional information is available. This is report 2 of 3 involved in this event.